Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, for suction cylinder has foreign objects the most probable cause of the complaint was not established. And for camera cover has a burn the most probable cause of the complaint is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, it was observed that the suction cylinder contained foreign objects and the camera cover had a burn. There was no patient involvement.